Manufacturer narrative:
The account stated during a lumbar laminectomy the cautery pencil became hot, causing the surgeon to drop the device. The device was dropped onto a raytec sponge that subsequently caught fire. Account stated the tip of the cautery pencil did spark and cause the fire. The fire was extinguished by throwing saline on the flame. The device had been in use intermittently for approximately one hour. No injury occurred to the patient or staff and no medical intervention was required. A delay in the procedure occurred. The sample was not returned and a root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported a cautery device ran hot and caused a fire.